Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows a partial view of three drainage catheters, with the trocar needle protruding from each catheter. Although the needle is visibly protruding in the provided photo, it is not sufficient to determine if the product meets the specification. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported nonstandard device issue for all the three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2026, a patient underwent an ultrasound guided pleural fluid drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, it was noted that the cannula needle tip was too long, extending beyond the drainage tube. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided pleural fluid drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, it was noted that the cannula needle tip was too long, extending beyond the drainage tube. The procedure was completed using another device. There was no patient contact.